Event description:
Reporter stated the customer has experienced hyperglycemia since (B)(6) 2014, and she and her diabetes specialist believe the insulin delivery of the infusion device is too low. Her blood glucose elevated as high as 24.5 mmol/l, and she had positive ketone measurements (as high as 4.1). She delivered insulin through the infusion device and syringe as treatment and was able to lower her blood glucose when using a syringe. She saw her diabetes specialist on (B)(6) 2014 but did not receive medical treatment. The alleged product was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).